Manufacturer narrative:
The investigation for the high purge pressure and the pump stop has been completed. Impella 5.5 was returned for evaluation. No data logs were returned for evaluation. Electrical testing was performed and all three motor cable lines were found to have open lines. Upon further inspection in red handle, all three motor cable lines were found be broken and necking. Additionally, ground line was found to be broken, and monkey fist glue joint was pulled out of place. Clinical details noted that pump stop occurred and attempts to restart pump were unsuccessful. The root cause of the pump stop was most likely due to an open electrical lines. Biomaterial was present in the purge gap and on impeller blade. Pump was connected to console and high purge pressure alarms were triggered after approximately 20 minutes. No blood was present in the purge line just proximal of the motor housing. Clinical details noted that tissue plasminogen activator (tpa) was already running in purge when purge pressure high alarms were triggered. The root cause of the high purge pressure was most likely due to biomaterial. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, there was high purge pressure. Tissue plasma activator was added to the purge. Eventually, a pump stop occurred. Several attempts were made to restart the pump with no success therefore the pump was removed. It was further reported that after the pump was removed the patient expired. The relationship between the impella and cause of death is unknown.